Manufacturer narrative:
No further information concerning this event was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode. Boston scientific technical services (ts) reviewed data from the pacemaker and confirmed there were no events corresponding to the time of the episode and all lead measurements were normal. The pacemaker did not have auto threshold set up so ts was unable to be determined if the pacemaker was appropriately capturing the patient at the time of the syncopal episode. No changes were made and the pacemaker remains in service. No additional adverse patient effects were reported.